Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) level "in the" 600 mg/dl range. Reportedly, the customer alleged the pump was not delivering insulin as intended. The customer was treated with intravenous fluids of saline and insulin and was released from hospital on the (B)(6) 2021 with no permanent damage. The customer reverted to manual injections for insulin therapy.